Manufacturer narrative:
It is assumed that the two-pin holder was not fully locked and thus movement of the patient was possible, causing the described slippage. However, a moving two-pin holder (in this case slightly) cannot contribute to a slippage. The rough sliding of the product may have been one minor factor to a slippage, however, the rough sliding behaviour is caused by insufficient lubrication, which is mandatory per IFU. In our experience, the pinning technique is decisive for the stability of the fixation of the patient's skull. It cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on the 2nd of may that one of our products was involved in a case where a laceration ocurred.